Event description:
Allegedly removed during the revision of another component. This patient dislocated (B)(6) months after surgery and during the reduction, the cup and head disassociated.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00411, 00412. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed and photographic images were made. (B)(4): evidence that product in specification when used.